Event description:
Pt used complete moistureplus multi-purpose solution MFR by advanced medical optics for months. Experienced severe eye redness, tearing, discomfort, and blurred vision. Treated with optometrist first, and then ophthalmologist, with whom he is still treating. Unclear if there is any permanent damage. Pt has partially used bottle of solution in his possession. Discontinued use. Dose or amount: a few ounces a day, 2 plus times a day. Dates of use: 2 - 3 months. Diagnosis or reason for use: contact cleaner. Event abated after use stopped: yes. Event reappeared after reintroduction? Yes.